Event description:
It was reported that the 9800 system has an error message at boot up. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The generator drive board was replaced during the service call. The system was tested and found to be working as intended and put back into service.